Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an ebd (endoscopic biliary drainage) procedure in the bile duct of a patient (event date, patient age, sex, and weight are unknown). During the preparation, the stent lumen was noted to be collapsed. The procedure was completed with another rapid exchange biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown.the complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.